Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, there was solution outside the supply line of the homechoice cassette where the connection to the bag is, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was solution outside the supply line; further described as ¿where the frangible is and the connection to the bag is" that led to this alarm. Renal therapy services (rts) guided the care giver to remove the cassette and turn the machine off. Rts reviewed proper procedures per the user manual with the care giver. There was no report of patient injury or medical intervention associated with this event. No additional information is available.